Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the pump alarmed power error detected alarm. The blood glucose value was 157 mg/dl at the time of the incident. Alarm on pump power error detected 7am and 3 am also replace battery alarm. Customer had same alarm a month ago and going through battery very quickly. Explained the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. Customer advised the pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed device alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now alarms noted during testing.